Event description:
It was reported that the ilet user experienced a low blood glucose of 68 mg/dl shortly after eating, which was managed per guidance with 15 grams of fast-acting carbohydrates and repeat checks, and later confirmed back in range at 116 mg/dl. Review determined the user announced a usual dinner when a smaller or no meal announcement should have been used, indicating an incorrect procedure related to the user interface. Symptoms included hypoglycemia with associated sleepiness or drowsiness. Outcomes included serious injury requiring unexpected medical intervention in the form or oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue, specifically improper meal announcement entry via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.